Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right ventricular (rv) channel, due to this a lead safety switch was triggered. Furthermore, it was found that recently this device exhibited pacing inhibition with asystole of over 5 seconds due to oversensing and noise on the rv channel. Replacement of the lead was discussed. It was decided to reprogram the device and continue monitoring the patient for a revaluation at a later time. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right ventricular (rv) channel, due to this a lead safety switch was triggered. Furthermore, it was found that recently this device exhibited pacing inhibition with asystole of over five seconds due to oversensing and noise on the rv channel. Replacement of the lead was discussed. It was decided to reprogram the device and continue monitoring the patient for a revaluation at a later time. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device also exhibited noise on the right atrial channel. Additional information was received detailing that this device was explanted due to the patient dying of unrelated reasons and returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited high out of range impedance measurements on the right ventricular (rv) channel, due to this a lead safety switch was triggered. Furthermore, it was found that recently this device exhibited pacing inhibition with asystole of over five seconds due to oversensing and noise on the rv channel. Replacement of the lead was discussed. It was decided to reprogram the device and continue monitoring the patient for a revaluation at a later time. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device also exhibited noise on the right atrial channel.